Manufacturer narrative:
Manufacturing review: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only event reported to date for this lot number and failure mode. Medical record review: with ultrasound guidance, the right common femoral vein was accessed and a diagnostic inferior vena cavagram was performed which demonstrated a patent ivc with a diameter of approximately 16mm. An ivc filter was deployed in the infrarenal ivc. No complications were noted. Investigation summary: the device was not returned for evaluation. Images were not provided for review. Medical records were provided and reviewed. There was no specific deficiency alleged in the provided medical records. Therefore, the investigation is inconclusive for detachment, perforation and migration as no objective evidence has been provided to confirm any alleged deficiency with the filter. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. (Expiry date: 06/2009); (manufacturing date: 06/2006). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time post filter deployment, it was alleged that the filter detached, perforated and migrated. The device has not been removed and there were no reported attempts made to retrieve the filter. Reportedly, detached limbs are retained in the right psoas muscle. The current status of the patient is unknown.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time post filter deployment, it was alleged that the filter detached, perforated and migrated. The device has not been removed and there were no reported attempts made to retrieve the filter. Reportedly, detached limbs are retained in the right psoas muscle. The current status of the patient is unknown.

Manufacturer narrative:
Manufacturing review: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process, and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. Around three years and ten months of post filter deployment, computed tomography of the abdomen pelvis revealed the filter present in the upper cava. One of the prongs had broken off and sits just anterior to the right psoas muscle, outside the caval lumen. The filter appeared in adequate position except one or two prongs on the medial side which appeared to extend slightly beyond the caval wall. Approximately after three months, portable abdomen scan revealed, filter overlaid the inferior vena cava at the l2 level. One strut had fractured with migration of an 18 mm fragment inferiorly. After five days, kidney, ureter, and bladder with upright of the abdomen revealed the filter was in a place with multiple dense strut fragments fractured at least two. After two days, abdomen one view and abdomen 2 views revealed at least one of the struts was fractured and displaced inferiorly. After twenty days, abdomen one view portably revealed fractured leg of the filter projected to the right of the l3/l4 disc space. After twenty days, abdomen one view revealed the filter artifact overlaid the vena cava at the level of l2-l3. After two days, portable abdomen revealed, filter overlaid the mid abdomen and fractured strut had migrated to inferior and lateral to the filter. The patient experienced abdominal pain. Approximately after five years and three months, abdomen one view revealed a stable fracture of the filter legs. Therefore, the investigation is confirmed for filter migration, filter limb detachment, and perforation of the ivc. Based on the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. H10: b6,d4(expiry date: 06/2009),

Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only event reported to date for this lot number and failure mode. Medical record review: with ultrasound guidance, the right common femoral vein was accessed and a diagnostic inferior vena cavagram was performed which demonstrated a patent ivc with a diameter of approximately 16mm. An ivc filter was deployed in the infrarenal ivc. No complications were noted. Investigation summary: the device was not returned for evaluation. Images were not provided for review. Medical records were provided and reviewed. There was no specific deficiency alleged in the provided medical records. Therefore, the investigation is inconclusive for detachment, perforation and migration as no objective evidence has been provided to confirm any alleged deficiency with the filter. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. H10: d4 (expiry date: 06/2009); g4; h4 (manufacturing date: 06/2006).

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time post filter deployment, it was alleged that the filter detached, perforated and migrated. The device has not been removed and there were no reported attempts made to retrieve the filter. Reportedly, detached limbs are retained in the right psoas muscle. The current status of the patient is unknown.